Manufacturer narrative:
(B)(4).

Event description:
Information was received from the health care provider (hcp) regarding a patient receiving intrathecal morphine and bupivacaine. The dose, concentration, and lot number were unknown. The indications for use were non-malignant pain and cervical/neck. The patient was experiencing discomfort with the pump, that patient had trouble urinating when standing up. Since the hcp increased the dosage 6 weeks ago (as of (B)(6) 2012), the patient has been feeling numb from his trunk to his face. The patient had two issues: one was the location/placement of the pump. It was very inconvenient. The patient experienced discomfort and had difficulty urinating standing up since the pump had been in. As the pump¿s rate has been increased, the patient experienced numbness on the left side of his trunk and up to his face. The numbness developed after the medication was increased. The hcp asked about potential granulomas: "so we want to know, I mean, I know somewhere it¿s listed, like, a granuloma can be at the end of the tip and if that might be happening. So we thought maybe if a rep can help us out, we can kind of muddle our way through the situation.¿ additional information was later received from the consumer regarding a patient receiving intrathecal morphine and bupivacaine. The pump was explanted; except for catheter (thecal). The ¿easy to remove¿ pump system caused more problems with both implant and explant. The cause of the issues and diagnostics/troubleshooting performed were unknown. Follow up was being conducted. If additional information becomes available, the event will be updated.